Manufacturer narrative:
B2: event date is year valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor therapy and fecal incontinence. It was reported that the was patient having issues with their therapy. The caller stated that for about the last month or two, they started having three bowel movements a day. The caller stated that sometimes they would come on suddenly. The caller stated that they talked to their health care provider (hcp), and the hcp had decided to remove/replace the the implant. The caller stated that the hcp is placing the implant higher on their buttocks and wanted to know if it would effect their therapy. The agent reviewed information.